Event description:
A hospital in (B)(6) reported that an opt570 tracheostomy direct connection in use with an rt202 breathing circuit came apart when they disconnected the opt570 to turn the patient. The hospital further stated that the opt570 had been in use for three days and that this was the second opt570 to fail in this way. There was no patient consequence.

Manufacturer narrative:
(B)(4). The opt570 interface is used to deliver humidified oxygen to patients via tracheostomy. The interface is held in place by a neck strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's trache. Method: the complaint opt570 was not returned to fisher & paykel healthcare (B)(4) as the hospital had retained it for their own investigation. Our investigation is therefore based on a photograph supplied by the hospital and our knowledge of the product. Results: visual inspection of the photograph revealed that the grip and tubing has come loose from the inner swivel. Due to the poor quality of the photograph we were unable to identify whether there was any damage or other fault with the device. A lot check revealed no other complaint for the lot number provided. Conclusion: we were unable to determine the cause of the disconnection. However, it is possible that the device may have been disassembled or pulled apart. The opt570 interface is shipped to the customer fully assembled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and deformation. Any product that fails the visual inspection is rejected.